Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02357 & 0001825034-2017-02359.

Event description:
It was reported by legal counsel that the patient alleged to mom post-implantation. No additional information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operatives notes provided. Revision operative notes for the right hip demonstrated that the patient was revised due to adverse tissue reaction. There was massive bony erosion noted on the radiographs. Massive altr with necrotic greater trochanter and entire proximal femur as well as remaining acetabular bone. Significant necrosis of the entire abductor mechanism. Femoral head removed without complication, no wear or corrosion noted on the trunnion. Well-fixed and well-aligned acetabular component and femoral stem. Review of the device history record identified no deviations or anomalies would contribute to reported event. Additional information does not affect the root cause. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product was not returned, nor were photos provided. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: concomitant medical products: us157856, m2a-magnum pf cup 56odx50id, 815290; 139254, m2a-magnum 42-50mm tpr insrt-3, 931740; x180311, bi-metric/x por nc 11x135, 942340. Reported event was unable to be confirmed as no medical records were provided. Customer indicated that the product is not available to be returned and the product location is unknown. DHR review was performed no deviations or anomalies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and evaluated against the complaint. Visual inspection found scratching and a hazy finish on the outer radius of the head. A small ding is present around the rim of the head. The head remains assembled with the taper insert. The exposed face of the insert is scratched and dinged. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient 's right hip was revised approximately 9 years post implantation due to pain, discomfort, adverse local tissue reaction to right hip.

Manufacturer narrative:
The following report is submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.